Manufacturer narrative:
An investigation into the reported event has been initiated under cmp- (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery the engine bloked (engine freezes). There was no injury, no additional medical intervention, and no delay. No adverse event was reported as it relates to the event. Due diligence is complete for this complaint and no further information is available.

Event description:
No additional information regarding the event is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the cable had contact issues. The plug harness assembly was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.